Manufacturer narrative:
From the description of the event as stated by the hospital, the unit was not set up with water in the suction control chamber, so suction could not be adequately supplied to the patient. The instruction for use (IFU) states in the precautions section: "users should be familiar with thoracic surgical procedures and techniques before using a chest drain". The IFU also states in the set up section: "fill suction control chamber to desired pressure level - remove vent plug, pour water to desired suction level. Replace vent plug". This hospital in particular have both oasis and ocean drains. One of the main differences in set-up is that the ocean IFU instructs the user to fill the suction control chamber with water while the oasis does not have such step. Filling the suction control chamber with water is a user's choice, as in some cases the user may prefer to use the drain with gravity only and not suction. The patient is protected by the water seal which creates a 'one-way valve'. The staff had an in-service day with the company representative for drains which reviewed the requirements between the wet and dry pleurovacs. The lot number was not provided therefore a device history record review could not be performed. This MDR is being submitted in response to your medwatch that we received.

Event description:
Medwatch report received: the patient transferred directly from the operating room to the intensive care unit (ICU). On arrival to the ICU, it was noted that the drain was not properly set-up. When the patient's chest tube set-up was connected to wall suction, it was noted that there was a problem. The patient was disconnected from the wall suction and a chest x-ray was obtained (no harm to the patient). The chest tube set-up failure was reviewed with the operating room (or) team that was in the operating room that day. The conclusion was that the surgical tech and the surgeon on the field set up the ocean collection system. The tech filled the water seal chamber and checked for lung inflation. However, they did not fill the suction chamber with the required sterile fluid.